Manufacturer narrative:
The leads were discarded. An impedance log review confirmed high impedance on electrode e7 and disconnected electrode on e8. A single x-ray image was provided which was unable to confirm the reported lead migration. Without device return, it is not possible to reach a definitive root cause. The evoke scs system clinical manual details impedance as, "an electrode with a cross through it has high impedance (4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation." In addition, the evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location. Lead migration or suboptimal placement, which may result in undesirable stimulation changes." And continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. Both leads used were from the same lot.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. X-ray imaging identified a lead migration. An impedance check was performed to identify high impedance. A lead revision procedure was completed to resolve the reported event and restore therapy.